Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The pharmacist reported via phone call that the customer was hospitalized due to high blood glucose levels. The customer's blood glucose was 342 mg/dl. The caller stated that the insulin pump was not functioning properly. She stated that the insulin pump had keypad issues and that the customer had been wearing the insulin pump at the time of his admission. The caller requested assistance with programming the replacement insulin pump. She stated that the customer was still currently admitted at the hospital.